Event description:
Spd has found that the black carbon fiber boot from the stryker leg positioner kit has several cracks and chips, exposing fiber splinters. Case type: tka. Update: "there was no surgery associated with this complaint."

Manufacturer narrative:
Reported event: -spd has found that the black carbon fiber boot from the stryker leg positioner kit has several cracks and chips, exposing fiber splinters. Device evaluation and results: visual inspection : visual inspection confirms the boot assembly has carbon fiber splintering. See attached image. Device history review: -review of the device history records indicate 148 devices were manufactured and accepted into final stock on 04/24/2018.no non-conformances were identified during inspection. Review of the device history records indicate 3 devices were manufactured and accepted into final stock on 07/06/2018.no non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, l/n 201843030801 shows two additional complaints related to the failure in this investigation, (B)(4). Conclusions: the event was confirmed. Corrective action/preventive action: -a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd has found that the black carbon fiber boot from the stryker leg positioner kit has several cracks and chips, exposing fiber splinters. Case type: tka. Update: "there was no surgery associated with this complaint."